Manufacturer narrative:
On (B)(6) 2018, additional information was received about the event and the patient. It was reported that the transseptal puncture was performed with difficulty with an abbot brk-1 xs transeptal needle and an abbot 8.5fr med curl agilis sheath. Extended hospitalization was required as a result of the adverse event, the patient was transferred to a monitored ward with a drain in situ after the procedure. An additional echo will be performed for monitoring purposes. Patient¿s outcome is fully recovered with no residual effects. There were no factors cited that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related specifically to the difficulty to perform transseptal puncture or to a coronary sinus (cs) perforation during the ablation. There were no error messages observed on any bwi equipment during the procedure. Generator was in power control mode, the power reached almost immediately. The overall time for ablation and last ablation cycle at the site of injury are unknown. The catheter irrigation flow was set at 15ml/min at 30 watts or less, and 30ml/min over 30 watts. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) of 250-300 seconds. The shaft proximity inteference (spi) value is unknown. The thermocool® smart touch® sf bi-directional navigation catheter was close to lasso catheter at times during pulmonary vein isolation (pvi). The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter. The force visualization features that were used included: graph, dashboard, vector and visitag. The parameters for stability that were used for the visitag module were 2.5 s / 5 s. An additional filter of 30% at 5g/5ohm impedance drop was used. The color option were used prospectively was coloring set to 5-15ohm impedange range. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products: lasso nav variable 2515 catheter (catalog # unknown, lot # unknown) concomitant non-bwi products: abbot livewire med sweep cs catheter; abbot agilis med curve sheath; abbot brk-1 xs transeptal needle; abbot sl3 sheath and abbot sl1 sheath. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Transseptal puncture was performed with difficulty with an abbot brk-1 xs transeptal needle. Mapping of the left atrium (la) and ablation of veins was completed. The patient was then in left atrial flutter and ablation of the mitral isthmus was attempted. During ablation phase, high force and unusual ablation position in the middle of the left atrium post wall was noticed. The arrhythmia converted to right atrium flutter and the cavotricuspid isthmus (cti) was ablated without incident. The mitral isthmus line wasn¿t blocked, and ablation was attempted a second time¿ however, the block was not achieved. All catheters were removed from the left atrium and the cti was re-ablated and blocked. After this, the patient complained about feeling unwell and a drop in the blood pressure was noticed. Cardiac tamponade was confirmed with echo. Pericardiocentesis was performed and approximately 300 ml of fluid were removed. It is unknown if extended hospitalization was required as a result of the adverse event. There¿s no information regarding patient¿s outcome; however, it is known that the patient was transferred to a monitoring ward with a drain in situ after the procedure. Additional echo to be performed for monitoring purposes. Physician¿s opinion regarding the cause of the adverse event is that it could be related to the difficulty to perform transseptal puncture or to a coronary sinus (cs) perforation during the ablation. Generator parameters, overall time for ablation and last ablation cycle at the site of injury as well as the irrigation flow settings are unknown. There¿s no information on if the patient received anticoagulant during the procedure. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.